Event description:
It was reported that a patient sustained 3 blisters on her left hip during an MRI knee exam. Each blister was approximately the size of a quarter. According to the customer site, the burns received burn care, anti-biotic ointment and dressing for the wound. The patient also received follow-up care from her primary care physician. The exam consisted of 8 scans and lasted for approximately 35 minutes. According to the customer site, the patient was not padded on the first scan. Padding was only applied during the second scan and forward. The customer site also reported that there was skin-to skin contact due to patient's size. There was no conductive material in contact with the patient. During the fourth scan, the patient complained of warming sensation to the technologist monitoring the exam. The pulse sequences used for the exam were: fse, fs, pd, pdfs, t2fs. The series and durations of the scans were the following: 3-plane 0:13sec, axt2 3:26min, sagpd 3:43min, sagpdfs 4:34min, corpd 3:18min, and corpdfs 3:16min. The patient reportedly complained of a warming sensation during the sagpd series.

Manufacturer narrative:
Ge's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. According to the report, there was skin-to-skin contact during the exam. Additionally, padding was not applied on the first scan. The mr system's operator provides users instruction on proper padding and patient positioning.